Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had multiple stickers on top and sides. The controller also had finish damage. The connector socket had a sticky film and the y/c video connectors showed wear. A functional evaluation noted that the catheter interface contacts were contaminated. The light engine was disassembled. Two y/c video output connectors, the catheter interface contacts, the 32 conductor flex cable, top cover and cover gasket were replaced. The connector socket assembly was cleaned. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event of unexpected shutdown of the controller was not confirmed. Upon analysis, 2 common causes were identified: intermittent connection or a disconnect of the 32-conducter flat flex cable and problems related to the user's cleaning procedure, such as dirty contacts/catheter socket and corrosion due to fluid ingress. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyglass digital controller was used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the image on the screen was coloured stripes and then the controller shut down. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass digital controller was used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the image on the screen was coloured stripes and then the controller shut down. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.